Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that a patient presented with severe blood vessel blockage. The patient had in-patient treatment for 2-3 weeks before an attempted bypass surgery for peripheral clots. Initially the clinician attempted to remove clots by use of a fogarty arterial embolectomy catheter. During this attempt, the tip broke off the catheter. The broken tip was retrieved by a snare. The clinician stated that this was a ¿procedure related issue¿. Post fogarty clot removal attempt, the bypass surgery was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
One catheter with attached stylet wire cap was returned for evaluation. As received the balloon, spring tip, and windings were detached. No packaging was returned. The proximal side of the winding was broken off and partially unraveled. The spring tip was stretched. Blood was observed from the balloon. This condition may occur when a pull force of 0.7 lbs. (0.3 kg) on the inflated balloon (per this product IFU) has been exceeded. Indication of winding and bonding was observed around the proximal winding area located on the catheter body. There were no missing components. No other damage or inconsistency to the catheter body, balloon, or windings was observed. Visual examination was performed under microscope at 20x magnification. The customer report of balloon tip detachment was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. It is not recommended for the removal of fibrous, adherent, or calcified material. The catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize lateral wall pressures and shear forces on the inner surface of the artery, the smallest inflated balloon diameter that will remove the obstructing material should be used. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.